Event description:
Brake function not working. Found brake linkage at foot end of bed broken. Replaced brake linkage with transtar brake linkage upgrade kit. Problem resolved. There were no injuries associated with this repair.